Manufacturer narrative:
Conclusion: since the valve has been implanted for over 13 years, it¿s very unlikely that the stenosis / high gradient are due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / high gradient cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 1 month post implant of this bioprosthetic valve implanted in the pulmonary position, the device was replaced valve-in-valve due to increased gradients measuring over 5mmhg. The physician also noted systemic right ventricle (rv) pressure and a valve measurement at 10.4mm at the smallest dimension. No other adverse patient effects were reported.